Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the leadless pacemaker (lp) was in rom mode. The lp was successfully restored. After restoration, device settings were blank. The patient was in stable condition.